Manufacturer narrative:
Evaluation narrtive - one 3.5 twinfix ti w/ultrabraid was returned for evaluation. Visual assessment of the device showed no damage. Device is intact and assembled per print specifications. No problem found. Further investigation is not warranted at this time. Device was evaluated by the manufacturer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the twinfix ti 2.8 ultrabraid was broken during the operation. No details are available regarding the surgical procedure or the events surrounding the reported device breakage. Additional information received states that there were no patient injuries associated with this reported event. Information was not provided as to the procedure involved or if there was any associated surgical delay as a result of the reported incident.